Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional analysis inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately tortuous, and heavily calcified lesion in the lower bifurcation of the posterior tibial artery. A 2.5x200mm armada 18 balloon catheter was being used for pre-dilatation and was inflated up to 8 atmospheres; however, the balloon ruptured after 2 minutes of inflation. The procedure was successfully completed with a new 2.5x200mm armada 18 balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.